Event description:
Patient had three sessions of ect in 2015 for a psychiatric diagnosis of depressive disorder of a severe degree with a suspected underlying cognitive impairment and learning disability. Patient developed focal seizures and status ecliptics, which required her transfer to the high dependency unit of the hospital and then was discharged back to the ward at the hospital. Patient appeared to develop aspiration pneumonia and although she was treated with antibiotics, her decline continued and she died in 2015. Post-mortem examination gave the cause of death as anoxic-ischemic brain damage due to status epilepticus due to electro-convulsive therapy.

Manufacturer narrative:
This complaint was from a medwatch report filed by a coroner's office. We attempted to call three times at the number given on the report with detailed voicemail messages stating that (B)(4), was on the report and that we were investigating and had some questions. Also, we wrote 3 emails with the same detailed information to their general email address on their website. However, there has been no reply to any of our inquiries either phone or email. Hence, it was not possible to follow up in any way.